Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the device displays a loudspeaker fault message. A good faith effort (gfe) was conducted but was unable to confirm if the device has sound or not. It is unknown if the device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
E1: reporting institution phone #:(B)(6). E1: reporter phone #:(B)(6). A philips remote service engineer (rse) spoke to the customer who provided no more additional information about the event. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.